Event description:
During the treatment, the filter set had to be changed three times due to 'clotting' alarms on a prisma machine. Air was observed in the extracorporeal circuits and the blood was consequently not returned to the pt. The pt sustained a blood loss of 456 ml when the content of 3 prisma m100 pre set was not returned to him. Following the blood loss event, the pt received a blood transfusion.

Manufacturer narrative:
The involved samples were discarded by the hospital and are not available for further inspection. Samples from same lot number have been returned for our investigation. Our complaint history file has shown that no other complaint and no mfg nonconformity have been reported regarding the involved lot 11l0102g of prisma m100 pre set. (B)(4).